Event description:
Dealer stated the end-user stated the elevate intermittently would no elevate up or down on a (B)(4) power chair. Dealer said it is not drive lockout causing the elevate to not work.